Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account used the sheath off-label for parenteral nutrition and pharmaceutical infusion. The physician had acquired venous access for a central line infusion therapy procedure. Vascular access was achieved with a percutaneous introducer sheath. During parenteral nutrition infusion, the patient began to exhibit labored breathing and pyrexia. The patient was intubated, and a drainage tube was inserted within the patient's thoracic region. Drainage of the pleural space demonstrated a white fluid draining from the chest tube. X-ray confirmed that the tip of the access catheter appeared to be extravascular. It is unknown at what point in the procedure the vessel perforation took place. Approximately one week later, it was reported that the patient's conditioned worsened. The patient underwent multiple unspecified operations, developed sepsis, experienced multiple-organ failure, and ultimately expired.